Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized twice while using a non-tandem infusion set. Reportedly, the cause of both events was a bent cannula. No further information was provided, such as: infusion set brand, blood glucose level, and treatment administered. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.